Event description:
It was reported that the dermatome was cleaned and sterilized as normal. The coating on the width plate began to bubble off which left the instrument unusable. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The service record indicates that the device was manufactured on 04/08/2013. Evaluation of the device observed bubbling and chipping of the surface at the ear of the width plate. Investigation of the bubbling and peeling of the surface coating observed with air dermatome ii devices and related components is still ongoing. A replacement width plate has been sent and delivered to the account.